Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4).

Event description:
According to the reporter, during a whipple procedure, after ligation, two needles were noted to be unaccounted for. The two needles were found on the floor, both broken at the tip. One broken tip was found inside of the patient's cavity. It was immediately retrieved. The second needle tip was not found. The UDI number is not available. The event occurred in use for patient. The surgical time was extended by less than 30 min. The status of the patient is fine. There was no tissue damage. The incision site was not extended. The part fell into the patient's cavity and was retrieved. No bleeding occurred. The patient age is not available. The patient weight is not available.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of four devices. The event report alleges the product was used in a surgical procedure. Two needles from the opened product were received with needle tips broken. Upon microscopic inspection of the needles, instrument marks were observed at the break sites of the needle tips. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. The observed instrumentation damages suggested that the needles were grasped improperly at the needle tip during application. Firmly grasping the needle at the tip weakens the needle causing it to bend and/or break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.